Manufacturer narrative:
Customers received notification of the field action. Device repair or returns are handled within the scope of the field action. No further information will be provided by the customers due to the field action.

Event description:
It was reported that (B)(4) (10) 8100 lvp dim segment were replaced because of missing segment in lcd. There was no reported patient involvement.